Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. The insulin pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 196 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.